Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08740 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 461 mg/dl. Customer's blood glucose value was 114 mg/dl at the time of the call. The customer was treated for their blood glucose with IV fluids. The customer was wearing the insulin pump during their hospital stay. The customer returned the product for analysis.